Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter ((B)(4)/lot number 5198348), being used with the complaint sensor, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter could not confirm the customer's complaint. Additionally, the share direct pediatric receiver ((B)(4)lot number 5198380) was returned for evaluation. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).